Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2017 with the following findings: the alarm history shows evidence of cs088 and cs052/054/012 alarms. The pump has an unresponsive up arrow key. Moisture ingress was confirmed in the pump. The investigators were unable to complete required investigation to confirm the complaint due to internal moisture damage in the pump.